Event description:
Follow-up revealed surgical intervention resolved the patient's issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number is included in field advisories.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began to recharge their ipg more frequently than normal on (B)(6) 2016. In turn, the patient was unable to received therapy for a reasonable amount of time. As a result, the patient's ipg was explanted and replaced (with a different model).